Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was explanted due to pocket erosion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.